Event description:
Caller reported that t:slim x2 pump battery would not charge, despite using the tandem charging cable and a non-tandem wall adapter. There was no adverse impact to the customer¿s blood glucose level. After attempts to charge the pump using different adapters, the issue was resolved by using a non-tandem wall adapter to charge the pump, and the caller was informed about tandem's recommendation concerning third-party charging supplies. Tandem technical support planned to send a replacement wall adapter, and no further assistance was required as the pump began charging successfully.